Manufacturer narrative:
The device sample has not been received by manufacturer in time for this report.

Event description:
The complaint was reported as: device allegedly did not register air leak in small child. No patient injury reported.